Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 250 to 300mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of hi and hi using true metrix air meter. The test strip lot manufacturer's expiration date is 06/14/2019 and open vial date is 7/25/2018. The meter memory was reviewed for previous test result history: (B)(6). Customer states the meter will only give her hi blood results. Customer states that she is not having any symptoms pertaining to her diabetes. Customer states that her results were in the 600s in the doctor's office during a routine scheduled appointment. Customer then went and purchase the meter (yesterday). Customer normal glucose range is 250-300mg/dl fasting, and she test 3 times a day. Customer states that she knows that the results were high. Customer states that she is taking steroids.